Event description:
During an acl repair procedure the device broke and was remove. The new anchor was placed in the original prepped site after a reported twenty minute procedural delay. The patient was male and reported to have good bone quality. Site prep was performed with an awl dilator. There are no images available for review. There was no reported patient injury or surgical complication. In addition, the patient¿s post-operative condition is reported to be okay.

Manufacturer narrative:
Although anticipated, the device has not been received by the manufacturer for analysis. (B)(4).

Manufacturer narrative:
Device evaluation: one 7x25mm biosure ha screw was returned for evaluation. Visual assessment of the screw confirmed the complaint of breakage. Four visible cracks emanate from the screw head. Additionally there are striations along the length of the screw consistent with being handled with a hemostat or other grasping device. The screw has been crushed. Dimensional assessment of the screw is prohibitive due to its condition. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).